Event description:
This medwatch form contains suspect device # 1, directly related to the case captured in MDR# 1721279-2011-00002vr which contains suspect device #2. During a laser lead removal case the practitioner received a fault code 15. The laser sheath was removed from the patient, cleaned off and recalibrated. After 10 laser pulses another fault code 15 appeared. The second attempt to recalibrate to the laser sheath resulted in a fault code 2. It was at this point the physician instructed a member of his team to retrieve another cvx-300 excimer laser system located in the hospital in order to complete the lead removal case. The patient's vitals remained stable during the laser exchange but resulted in a 1 hour delay in patient care. Upon receiving and powering up the replacement laser the physician proceeded with the extraction. The case took place in the operating room, with both an arterial line placement and active fluoroscopy. Procedure indication was acute sepsis with 3 cardiac leads (ra, rv & cs), implanted in 2000. Md prepped the leads and began lasing with a sls (unknown size).

Manufacturer narrative:
While extracting the rv lead the patient's arterial blood pressure dropped suddenly. The surgeon immediately performed a thoracotomy, and successfully repaired the rv perforation. The remainder of the leads were extracted and pericardial pacing leads were implanted. The patient was stable and transferred to the ICU. There were several, unsuccessful attempts ((B)(6) 2010, (B)(6) 2011, (B)(6) 2011 to obtain further device information.